Manufacturer narrative:
(B)(4): no consequences or impact to patient. (B)(4): false positive result. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. As part of troubleshooting, the customer cleaned the hgb flow cell, replaced the diluent/sheath filter, washed the shear valve and performed autoclean. The issue was resolved after performing the recommended maintenance. No adverse complaint trend was identified for the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation and event details, no product deficiency was identified with the cell-dyn 3200 instrument in relation to the reported incident.

Event description:
The customer stated a cell-dyn 3200 analyzer generated a falsely elevated platelet result for one patient sample. The cell-dyn analyzer generated a platelet result of 1232 k/ul. The sample was repeated at a reference laboratory (method unknown) and a platelet result of 500 k/ul was generated. The customer observed crystallized material on the hemoglobin syringe. The falsely elevated platelet result was not reported outside the laboratory. There was no adverse impact to patient management reported.